Event description:
Information was received indicating that during infusion of taxol via a smiths medical cadd administration set, leakage occurred at the filter site. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop testing and visual inspection done. Visual inspection" md01-003 rev. 102. Section 3.0. Delamination was found in at least one (1) join of the filter with the tube in the samples received. Leaking was not observed with the hydrostat testing on three samples. No root cause and not action taken as complaint could not be solidified or verified. Engineering process was reviewed with no anomalies prior to release.

Event description:
Investigation completed and in summarized in h 10.